Event description:
Total hgb 8.3 g/dl result with hgbpro sys vs 12.3 with unspecified reference lab system. Subsequently 21 days later resolved when customer replaced battery. Target range from pt hgb: 11-12 g/dl. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR eval procedures. MFR method: no product returned from user facility. MFR results: customer complaint could not be confirmed. MFR conclusions: no conclusion can be drawn.